Event description:
Caller reported an issue with incorrect time settings on their device, which was noticed to be more than five minutes off. There was no adverse impact to the customer's blood glucose level. Technical support assisted in updating the pump time, and the caller was advised to monitor for recurrent discrepancies. Additionally, the caller was informed that an incorrect date could affect uploads or reports but not insulin delivery, which they understood and acknowledged.